Event description:
The company received information that suggested that air leaked from the cuff while in patient use. The customer reported, that the patient was re-intubated and that there was no patient harm or injury. The customer will return the alleged defective sample for evaluation.